Manufacturer narrative:
Event was reported to have occurred on an unreported date in the year 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 43 peritoneal dialysis (pd) patients experienced peritonitis. The cause and treatment of the events were not reported. It was not reported if the patients were hospitalized for the events. At the time of this report, the patients' outcome was not reported. It was reported that the pd catheter for 14 of the patients was removed. Action taken with pd therapy with regards to the rest of the patients was not reported. No additional information is available.